Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single patient sample processed on a vitros 5600 integrated system when compared to the tsh result obtained from a non-vitros roche system. A definitive assignable cause of the lower the expected results is unknown. A vitros tsh within-run precision test, used to assess instrument performance, was acceptable, which indicates the vitros 5600 integrated system was operating as expected. Historical qc results show no indication of a vitros tsh reagent malfunction. However, as the incident was isolated to one sample, it is possible that an interferent influenced the results as the patient was taking 5000 ug of biotin per day. Independent studies have shown that biotin may interfere and induce a bias in immunometric assays such as tsh at certain concentrations. The dose of biotin the patient was taking is likely to have caused biotin serum levels above that at which the effect on the vitros tsh reagent has been characterized. The definitive assignable cause is unknown.

Event description:
A customer obtained lower than expected vitros tsh results from a single patient sample tested on a vitros 5600 integrated system, compared to a tsh result obtained from the same sample tested on a non-vitros roche system. Vitros tsh results of 0.6, 0.066 miu/l vs. An expected result of 1.09 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh results were reported outside of the laboratory; however, the physician questioned the result. It is not known whether a corrected report was issued and there is no allegation of actual patient harm as a result of these events. (B)(4).